Event description:
It was reported by our european affiliate that the patient died from ventricular perforation 2 days after transfemoral deployment of a sapien xt valve. Immediately post deployment, moderate paravalvular leak was observed and the valve was post-dilated. At that time, the patient suffered hypotension but they managed to stabilize the pressure. The same night it appears the patient experienced similar symptoms it was decided to go to surgery where left ventricular perforation, due to the guide wire, was discovered and sutured. The patient was stable after and the valve was working normally but 24 hours later, more bleeding was discovered and although the patent went to surgery again, they did not survive.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported the guidewire perforated the ventricle during the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.